Event description:
It was reported that the battery gauge was fluctuating and the pump battery was depleting quickly. Additionally, occlusion alarms occurred and the insulin gauge was inaccurate. There was no reported adverse impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.